Event description:
Less than a year ago, (B)(6) 2016, I had prk/lasik surgery. I just went to my annual eye appointment on monday, (B)(6) 2017 to find an emergency situation where there was a retinal tear on my left eye. I was told there was no correlation to my lasik surgery, however, I had no retina issues prior to lasik. I will have an intense surgery requiring a scleral belt and will have to have continuous check ups to closely watch both eyes, according to the retina surgeon. Whiting clinic.